Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what were the indications for surgery? The cancer of rectum. Rb. Did the patient receive any preoperative chemotherapy or radiation? No further information is available from the hospital. What healthcare professional fired the device and what is his/her experience with the device? Dr fired the device for the first time. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The bottom of the gap setting scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Dr (B)(6) about 1 minutes after closing and after firing. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Washer, donut and green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes. If so, please describe. Were there any issues noted with staple formation? No. If so, please describe the shape and location. What was the pre and postoperative anti-coagulant and pain management protocol? No further information is available from the hospital was the bleeding intraluminal or extraluminal? Intraluminal. What is the status of the patient? The patient is stable. The patient started fluid diet from this monday(4/14)." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device was used on the rectum on (B)(6) no problem was observed at a leak test during the procedure. However, bleeding occurred on april 1. When it was checked by an endoscope, it was found blood spurted from the anastomosed site. The amount of bleeding is unknown. Blood transfusion was required. Cauterization was performed to stop bleeding. The patient is a male. The height is 180cm, and the weight is 72kg. No further information is available.